Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach and jejunum to treat a gastro outlet obstruction during an endoscopic ultrasound (eus)- gastrojejunustomy procedure performed on (B)(6) 2022. During the procedure, the axios stent could not be deployed. Another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation on august 26, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted in the stomach and jejunum to treat a gastro outlet obstruction during an endoscopic ultrasound (eus)- gastrojejunustomy procedure performed on (B)(6) 2022. During the procedure, the axios stent could not be deployed. Another axios stent was used to complete the procedure. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for a gastrojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum. Additional information received on october 18, 2022. It was reported that during unpacking, the front area of the device was found bent. The physician decided not to use the device as it may affect the deployment of the stent.

Manufacturer narrative:
Blocks b5, h6 (impact and device codes) have been updated with the additional information received on october 18, 2022. Block h6: imdrf device code a150201 captures the reportable event of axios stent failure to deploy for a gastrojejunostomy procedure.